Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. It cannot be determined at this time, which of these devices may have caused or contributed to the event. Catalog number and lot code of the other device listed in this report: cat # 6642-1-411 lot# vmcta description: dura duration condy tib xlg 11.

Event description:
It was reported that, "it is alleged by the patient's representative that, in 2000, he underwent right total knee replacement surgery at st. Joseph mercy hospital'. It is further alleged that, 'the polyethylene insert, and the plate that the polyethylene insert is placed on cracked', and on the following montha revision was performed."